Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided to applied medical, which confirmed the complainant¿s experience of a broken cannula. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: robotic assisted thoracotomy. Event description: the camera port was removed at the end of the case and it was noted that the trocar was broke. The trocar was removed intact from the patient. It is unknown what brand/model clamp was used with the robot. There were no issues noted with placement of the port. No patient injury. The device is available for return. The device will be returned as is to prevent further damage of the unit before evaluation. Type of intervention: the broken trocar was removed at the end of the case and it was noted that it was broke. Patient status: no patient injury occurred associated with the complaint event.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic assisted thoracotomy. Event description: the camera port was removed at the end of the case and it was noted that the trocar was broke. The trocar was removed intact from the patient. It is unknown what brand/model clamp was used with the robot. There were no issues noted with placement of the port. No patient injury. The device is available for return. The device will be returned as is to prevent further damage of the unit before evaluation. Type of intervention: the broken trocar was removed at the end of the case and it was noted that it was broke. Patient status: no patient injury occurred associated with the complaint event.